Manufacturer narrative:
The device was returned to olympus for inspection and the customer reported issue was confirmed. The investigation found additional malfunction of burned distal end cover. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had a burnt plastic distal end cover (c-cover). There was no patient involvement.